Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator failed preventative maintenance, due to a touchscreen failure. There was no patient involvement when the issue occurred. No patient or user harm reported. While performing preventative maintenance (pm), the technician reported that the device failed test 4 (touchscreen). The technician reported that the display chassis was detached. Investigation ongoing / resolution pending

Manufacturer narrative:
A follow up was performed with the biomedical engineer, and it was reported that the touchscreen was replaced. The biomed reported that the device was not returned to service, as additional services are being performed- captured in another record. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.